Event description:
During review of the vns patient programming history by the manufacturer, high lead impedance value was found on the vns system on (B)(6) 2014. The battery status showed end of service and the device switched off. Additional information was received that the generator was turned off as battery depleted and no battery change planned at that time as vns therapy had not added a great deal to seizure control. The disablement occurred in (B)(6) 2013 prior to the high impedance reading. It was reported that high lead impedance was found when patient investigated for replacement in (B)(6) 2014, patient does not want lead and battery replacement at this point in time.